Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail broke due to the malfunction of the bed and the weight of the patient. As a result, a nurse was injured. There was no indicaation that a serious injury occurred.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side) designed to adjust the mattress support surface. An inspection conducted by the arjo technician revealed that the side rail extension had not been expanded, while the side air bolster of the mattress had been placed. This caused the rail to unlock when the patient's weight was applied. The instructions for use for citadel plus bed frame (831.374-en) instruct the user: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The instructions for use (IFU) also provides a full guidance on the correct operation of the bed extensions, supporting facility staff in ensuring safe and appropriate use of the system. Sum up, it has been determined that the side rail opening was caused by the fact that the bed frame was not adjusted to the mattress correctly. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was deemed reportable due to the allegation that the side rail opened under the patient's weight, resulting in injury to the nurse. The complaint description did not indicate that a serious injury had occurred. Sections b5 and h6 were updated.

Event description:
Arjo became aware of the event involving the citadel plus bed frame. The customer reported that the side rail broke due to the malfunction of the bed and the patient's weight. As a result, a nurse sustained an injured. However, there was no indication of a serious injury. Attempts were made to contact the client, but no further information regarding the incident has been obtained. The evaluation showed no malfunction of the device that could lead to the reported side rail opening.